Event description:
Out of range impedance measurement (greater than 3000 ohms) and intermittent noise on the lv channel seen on home monitoring. Lead to be evaluated further with postural testing and isometrics in office. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.